Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic torn. Report source: user facility is incorrect and should be distributor. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicm5_12.6 implantable collamer lens, -12.50 diopter, in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.